Event description:
An optometrist reported a case of glare around lights in dim lighting, observed in the patient's left eye seven months post lasik. Upon follow up, reporter indicated patient was placed on brimonidine topical eye drops three times a day. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. System history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause could be identified as the system is operating within specifications. (B)(4).